Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t assay (tnt hs) results for 2 patients tested on a cobas 8000 e 801 module. For patient 1 the initial tnt hs result was 161 ng/l with a repeat result of 25.7 ng/l, for patient 2 the initial tnt hs result was 48.3 ng/l with a repeat result of 35.2 ng/l.. The results in question were not reported outside of the laboratory. The cobas e801 serial number is (B)(4).